Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The blood glucose reading was 563 mg/dl. The customer felt that the high blood glucose was caused by the infusion set that se was using. She stated she always has a problem when she uses for forty three inch infusion set. She also stated she had been bolusing all day prior to the hospitalization, but she didn't change the infusion set because she didn't feel well and she was sleeping a lot. Troubleshooting was performed and the insulin pump passed the prime test and the programming was correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.